Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead perforated the heart wall thus it was repositioned. Immediately following pocket closure a pericardiocentesis was successfully performed. The rv lead remains in service. No additional adverse patient effects were reported.